Event description:
The patient underwent surgery, in which hemostatic gauze and hemostatic fluid gelatin were used. After the surgery, the patient's condition was stable and the patient was discharged. After discharge, there was a small amount of exudate from the wound at night, and the patient did not change the dressing in time. The next day, the patient was admitted to a community hospital for dressing change and symptomatic treatment with antibiotics. The exudate showed an increasing trend. On the 13th day after surgery, the patient came to the hospital for treatment, and a small break was seen in the wound. Symptomatic dressing changes and antibiotic treatment were given. The patient's wound healing was poor and the inflammatory index was high. After departmental discussion, the patient underwent another surgery on the 26th day after surgery, and after surgery, the condition remained stable. Combination antibiotics for symptomatic treatment. Five days later, the drainage tube became blocked and the patient developed fever. The drainage tube was removed and pus accumulation was observed. During this period, bacterial culture indicated the presence of enterococcus faecalis. After departmental discussion, the surgery was performed again 9 days after the second surgery. The patient's condition remained stable after surgery, with normal body temperature and unobstructed drainage. No product is available for evaluation. Event date: 11/18/2025. Procedure date: on (B)(6) 2025. Follow-up information was received on 16.01.2026 stating: please refer to the event description, other information requested is unknown.